Event description:
A gore hybrid vascular graft was used during a dialysis access procedure. The device was advanced through a peel-away sheath without the use of guidewire. During device deployment, the line became twisted as well as the nitinol reinforced section (nrs) of the hybrid vascular graft. Approximately 2/3rds of the nrs deployed with the deployment halted and the device was unable to complete deployment. The device was removed and another device was used to complete the procedure. The pt was fine following the procedure.

Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: evaluation in progress.